Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was not getting pain relief from the device. It was reported that the "generator is not an issue." The leads were returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial (B)(4)) found that the battery was functionally okay with insignificant anomalies. Analysis of the stimulation lead (serial (B)(4)) found that the lead body conductor was broken at the silicone anchor site. Conductors 2, 4, 5, 6 and 7 were broken 22.7 cm from the distal end. Analysis of the stimulation lead (serial (B)(4)) found that the lead body outer insulation had melted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain via manufacturer¿s representative (rep). The rep reported that they met with the patient on the day prior to the report and learned that she had been having shocking sensations and intermittent stimulation for the past 3 months. The rep reported that there were no external/environmental/patient factors that could have led to this event. The rep reported that they tested impedances and saw that electrodes 12 and 14 were greater than 10,000 ohms. The rep reported that they checked the patient¿s programs and saw that both active programs were utilizing those bad electrodes. The rep reported that they deleted the programs and reprogrammed without using those electrodes at all. The rep reported that they were able to find 2 new programs that provided consistent relief without discomfort. The rep reported that they made a note with the clinician programmer so that they could continue to make sure those electrodes weren't used. The rep reported that they provided the healthcare provider¿s office with a detailed summary and a clinician programmer programming session report. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2017-06-07 reported that the patient confirmed that they were receiving good coverage with the stimulation on after surgery in recovery. The manufacturer representative was going to be meeting the patient on (B)(6) 2017 for post-operative follow-up. The hcp was going to return the devices.

Manufacturer narrative:
Other applicable components are: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6)2017. Product type lead product ID 3777-60 lot# serial# (B)(4)implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-05-26 from the consumer via a manufacturer representative reporting that there were high impedances and a kinked lead. It was reported that the patient fell a few months back and had not been getting the same therapy relief. It felt something ¿like a lead sticking out¿ of their back. The date of the fall was not able to be clarified. The patient was reprogrammed earlier prior to the stimulator replacement on the day of the call. The replacement of the ins was due to end of life (eol). The patient and health care professional (hcp) discussed revising the leads as well if needed. The hcp checked the impedances in the operating room and lead 8-15 showed high impedances and lead 0-7 provided no relief for the patient. Therefore, both leads were replaced. The old system was replaced with new percutaneous leads and a stimulator. Intra-operative testing displayed the patient felt stimulation with both leads however it could not be specified which side. The patient did not want the stimulator to be turned off in the operating room and reported that it ¿felt good.¿ the stimulation was turned on in recovering where the patient stated that the stimulation was in their pain areas of lower back and bilateral legs. It was unable to be determined if the explanted devices would be returned for analysis. The manufacturer representative was going to follow-up in the post-operative appointment. The patient was alive with no injuries and it was reported that the issues resolved. Additional information was received from the consumer on (B)(6) 2017 reporting that the replacement was due to it quitting. The ins was replaced due to normal battery depletion and also because ¿something¿ went wrong with the leads. It was reported that it started ¿freaking out¿ on the patient and then just quit as it started skipping in and out. The patient could feel it very strong and then barely feel it as it would dip in and off within a second. The patient reported that they had been reprogrammed which fixed the issue for a while but then it started to do it again. This started about 4-5 months ago in 2017 and led to the system replacement on (B)(6) 2017. No further complications were reported.